Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical report states that patient has suffered from recurring dislocations. Update 10/17/2015. Sales rep reported the patient has been revised for dislocation.

Manufacturer narrative:
Clinical report states that patient has suffered from recurring dislocations. **update 10/17/2015 sales rep reported the patient has been revised for dislocation. Complaint was updated 10/21/2015. **update received 10/20/15. Clinical der was received indicating a revision due to a dislocation. No devices were returned for examination. Review of the liner device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.